Event description:
A young male patient was admitted in cardiogenic shock, arrested, placed on ECMO. A few weeks later, the patient was placed on berlin heart bilateral ventricular assist devices. Several weeks after that, the patient developed ards pattern and required re-intubation. A few days later, the patient was noted to have new graphite deposits in the air chamber of both the rvad and lvad. Also noted was condensation in the air chamber after placing ice packs to the devices in an attempt to cool the patient. Berlin heart was alerted and reported that they had not seen this happen prior. As a precaution with the pump still functioning as intended the patient had the bilateral devices changed out. The patient tolerated the procedure without issue. Equipment was returned to berlin heart for analysis. Results of the berlin heart review was completed a few weeks later. Manufacturer response for blood pump, excor blood pumps - berlin vad (per site reporter): response letter received from berlin heart investigation. Copy to be forwarded. Conclusion of their investigation: "it was determined that the gray-black particles deposits are polyurethane-solution residues that combined with graphite powder. Polyurethane-solution is used to glue the upper and lower shell of the pump together. It is highly likely that the abrasion was due to the presence of excess gluing material that was rubbed off by the relative movement of the stabilizing ring during pump operation. The pump performance remained in accordance with the required specification and no defect if the membrane was found.

Manufacturer narrative:
Unique device identifier (UDI): for type of device: ventricular (assist) bypass.

Event description:
A young male patient was admitted in cardiogenic shock, arrested, placed on ECMO. A few weeks later, the patient was placed on berlin heart bilateral ventricular assist devices. Several weeks after that, the patient developed ards pattern and required re-intubation. A few days later, the patient was noted to have new graphite deposits in the air chamber of both the rvad and lvad. Also noted was condensation in the air chamber after placing ice packs to the devices in an attempt to cool the patient. Berlin heart was alerted and reported that they had not seen this happen prior. As a precaution with the pump still functioning as intended the patient had the bilateral devices changed out. The patient tolerated the procedure without issue. Equipment was returned to berlin heart for analysis. Results of the berlin heart review was completed a few weeks later. Manufacturer response for blood pump, excor blood pumps - berlin vad (per site reporter): response letter received from berlin heart investigation. Copy to be forwarded. Conclusion of their investigation. "It was determined that the gray-black particles deposits are polyurethane-solution residues that combined with graphite powder. Polyurethane-solution is used to glue the upper and lower shell of the pump together. It is highly likely that the abrasion was due to the presence of excess gluing material that was rubbed off by the relative movement of the stabilizing ring during pump operation. The pump performance remained in accordance with the required specification and no defect if the membrane was found.